Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet sleep/wake button was intermittently unresponsive, requiring placement on the charging pad to power back on, after which a restart was performed and the button functioned properly; blood glucose at the time was 150 mg/dl, and there was no device damage reported, consistent with a device key/button responsiveness issue involving the switch/relay component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed an electrical problem associated with an unresponsive key/button linked to the switch/relay component. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure. The user was advised to continue monitoring and to call back if the sleep/wake button issue recurs.